Event description:
On 10/dec/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) utilizing a liberty select cycler for renal replacement therapy (rrt) experienced severe stomach cramps during treatment. As a result, the patient was transported by ambulance to the hospital and underwent testing for peritonitis. It was also reported that the patient was diagnosed with respiratory syncytial virus (rsv), however attempts to obtain additional clinical information (e.g., discharge summary, medical history, hospital records, medication records, causality, patient demographics) were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 10/dec/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) utilizing a liberty select cycler for renal replacement therapy (rrt) experienced severe stomach cramps during treatment. As a result, the patient was transported by ambulance to the hospital and underwent testing for peritonitis. It was also reported that the patient was diagnosed with respiratory syncytial virus (rsv), however attempts to obtain additional clinical information (e.g., discharge summary, medical history, hospital records, medication records, causality, patient demographics) were unsuccessful.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse event(s) of severe stomach cramps and rsv, which required evaluation and possible admission to the hospital. The etiology of the patients¿ severe stomach cramps, rsv, or any associated complications could not be determined; therefore, causality could not be established. However, there is no record the patient or pdrn requested a replacement liberty select cycler, nor was any malfunction or deficiency of a fresenius device(s) and or product(s) reported. It should be noted that a lack of clinical follow-up information precluded a more comprehensive investigation. Gastrointestinal complications are known to commonly occur in patients with renal failure¿ the most common gastrointestinal symptoms include nausea, vomiting, cramping, abdominal pain, constipation, and diarrhea.¿ based on the limited information available, it cannot be determined if the patient¿s liberty select cycler played a causal or contributory role in the serious adverse event(s). There is currently no allegation or objective evidence indicating a fresenius product(s) and/or device(s) malfunction or deficiency occurred. However, given the lack of clinical data (e.g., discharge summary, causality, diagnosis, medication regime), treatment data, and no evaluation of the fresenius product(s) or device(s), this clinical investigation cannot exclude the liberty select cycler or liberty cycler set from the serious adverse events.